Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient just had back surgery putting rods and screws into her back, was using a bone growth stimulator and experienced pain, jolting, shocking, hurting which stopped with she turned off the bone growth stimulator. Patient states she had a sudden return of bladder symptoms yesterday. Patient states she changed settings 12x last night and had no control as if she didn¿t have stim at all. Patient states she was wetting all over her bed and her furniture. Patient is currently on program 3 @ 1.6 v. Patient increased stim to 2.1 v which is comfortable. Patient is aware to decrease stim if stim becomes uncomfortable. A rep from orthofix also called the same day with the same report of the bone stimulator causing zapping a little bit and causing the patient to have loss of bladder control. The rep advised the patient to stop using the bone growth stimulator and that the patient has tried adjusting her settings. Technical services (ts) reviewed compatibility for bone growth stimulators and asked the caller if they were able to maintain the 18 inches recommendation and she said that was not likely. Ts emailed external bone growth stimulator compatibility guidelines to the orthofix rep. No further complications were reported or are anticipated.